Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported minor issues with calibration. Customer stated that the insulin pump does not ask to calibrate each time. Customer reported having blood glucose readings of 68 mg/dl due to not eating. Customer declined any troubleshooting. No further information reported.